Event description:
It was reported that during a vertical banded gastroplasty procedure, the device would not staple and would not cut. The device closed but it was impossible to activate the firing trigger. There were no staples or clips on the tissues which could explain the failure. The use of the safety release button was unsuccessful. A second cartridge was used but the same failure occurred. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The device opened and closed as intended. The batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 2.3 inr/7.3 inr no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.